Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 295 mg/dl. The customer stated that the insulin pump was dropped several weeks ago. The issue was not resolved upon troubleshoot. Advised the customer that a replacement to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.